Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. All operating currents are within specification. The pump was received with off no power alarm functioning properly. The pump was received with no unexpected no delivery alarm, failed battery test alarm or weak battery alarm. The pump had a small crack on the reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer treated the low blood glucose with IV dextrose. The customer stated that she changed her infusion set and she received a no delivery alarm during the fill tubing process. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that she took off her belt clip and accidently took her battery out instead. The customer will be sent a replacement pump due to weak battery alert.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.